Event description:
It was reported that the user did not see blood glucose readings on the ilet after applying a new dexcom g7 sensor approximately one hour prior and was concerned about insulin delivery. Outcomes included transient hyperglycemia, with a reported blood glucose of 353 mg/dl, followed by gradual improvement to 270 mg/dl and return to range at approximately 152 mg/dl later the same day; no medical intervention or hospitalization was required. Investigation included review of ilet reports and troubleshooting with the user, which confirmed that insulin delivery was occurring, the sensor subsequently connected after syncing data through the app, and that the ilet had been paused earlier and then un-paused. Investigation of this case revealed no malfunction of the ilet device and indicated that the event was consistent with expected cgm warm-up and connectivity timing after sensor application, along with temporary user actions affecting visibility of readings. The device functioned as intended, and glucose levels returned to range without further intervention.